Manufacturer narrative:
All available information was investigated, and the reported jammed m knob and unable to straighten cds were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported jammed m knob and unable to straighten cds were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. While the clip delivery system (cds) was in the left atrium and steered down to the valve, the m knob jammed after being turned 3/4 of a turn. The cds could not be straightened. The cds was able to retract into the steerable guide catheter (sgc) and removed from the anatomy. A replacement completed the procedure. The mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay.